Event description:
It is reported that patient had pain since beginning of implantation on (B)(6), 2008. The surgery was difficult with nerve damage and has foot-drop as result. Patient limps during walking and has discomfort and burning sensation.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the device in the u.s. The manufacturer did not received explanted devices, x-rays, or other source documents for review. Where lot numbers were received for explanted device history records were reviewed and found to be conforming. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be filed. The need for corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. (B)(4).